Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an ipg revision procedure. An x-ray was taken and revealed there was no inversion. However, there was an implantation depth anomaly and the ipg pocket was fixed.

Manufacturer narrative:
Additional information was received that when the ipg pocket was opened, the ipg functioned properly. A pocket was created in a more shallow area and the ipg was reimplanted. There was no allegation against the ipg.

Event description:
A report was received that the patient underwent an ipg revision procedure. An x-ray was taken and revealed there was no inversion. However, there was an implantation depth anomaly and the ipg pocket was fixed.